Manufacturer narrative:
Device evaluation by manufacturer: the customer reported that bio-rad quality controls, lot number 40900, were recovering out of range high as well. A technical support sent a new lot of fsh calibrator set and quality controls were within acceptable range after re-calibrating the aia-600ii. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 15-oct-2016 through aware date 15-nov-2017. There were no other similar complaints identified during the searched period. A 13-month complaint history review for bio-rad quality control, lot number 40900, was performed from 15-oct-2016 through aware date 15-nov-2017. There were two (2) similar complaints identified during the searched period, which includes this event (refer to ticket # (B)(4)). The follicle-stimulating hormone st aia-pack fsh analyte application manual, states the following: calibration: calibration stability is monitored by quality control performance and is dependent upon proper reagent handling and aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, or detector lamp adjustment or change). For further information regarding instrument operation, consult the aia system operator's manual. Evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was due to lot to lot variability with quality controls. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is in process.

Event description:
On (B)(6) 2017 a customer reported that in (B)(6) 2017 two (2) of their three (3) college of american pathologist (cap) samples for follicle stimulating hormone (fsh) were out of range high on the aia-600ii instrument. The customer reported that quality controls were within acceptable range. There is no indication of any patient intervention or adverse health consequences due to this event.